Manufacturer narrative:
The reported failure was pump head error. A getinge field service technician was onsite and investigated the unit in question on 2019-12-13: head error was caused by the belts being worn out. Replaced the belts as part of the performed maintenance and fixed the problem. The field service technician performed following works: calibration check, full functional test and safety check as per the service manual. All tests passed. The product has been requested for investigation but has not been received yet. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported by the service that the twin roller pump had head error. Internal reference #(B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was onsite and investigated the unit in question (service order (B)(4)) dated on 2019-12-13: head error was caused by the belts being worn out. Replaced the belts as part of the preventive maintenance and fixed the problem. The field service technician performed following works: calibration check, full functional test and safety check as per the service manual. All tests passed. The reported failure was pump "head error". As stated by the field service technician on 2020-01-15 the belts were due for replacement. The most probable root cause could be determined as due belts. Thus the reported failure "head error" could be confirmed. (B)(4), thus no remedial action required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).